Event description:
While her device was turned on, the patient experienced a shocking/jolting sensation while going through security/theft detector gates at (B) (6). Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4)